Event description:
Attempted to place a 4.0 stent into the lad lesion. Physician unable to cross the lesion with the stent and pulled the system out intending to pre-dilate the vessel. Upon removal of the guide it was noted the stent was absent. Physician unable to locate or retrieve the stent.